Event description:
It was reported that during preparation of the 2.75 x 12 mm nc trek balloon catheter, a leak was noted; therefore, the device was not used in the patient. It is unknown where the location of the leak was. A new unknown balloon was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.